Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure, the dart detached from the suture and fell inside the patient. An attempt to retrieve the dart was made, but the physician decided to leave the dart inside the patient. No patient complications were reported.